Event description:
Additional information received reported that the patient was sick and she was throwing up prior to the catheter revision. The health care professional did not know what had caused the symptoms so they did an exploratory. Additional information confirmed that the whole catheter had moved out of the intrathecal space.

Event description:
It was reported, the catheter was dislodged; the catheter came out of the spinal area. No patient symptoms were reported. A revision was done. The patient was doing "good". The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer: model# 8835, serial# (B)(4)...catheter: model #8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk... Catheter: model# 8709, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2012 (B)(6). (B)(4).